Manufacturer narrative:
Unit was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display. Unit had label damage, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had fluid under the liquid crystal display and there were cracks. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.